Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from helical channel. It was also noted that there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and the helix had disengaged from helical channel.

Event description:
It was reported that during implant, two leads were attempted but not used. The first lead was tested outside of the body before implant. It took too many turns and the helix never extended. A second lead was attempted to be placed, was removed, and was tested outside of the patient's body. This second lead also took too many turns and the helix was never extended. The third lead required too many turns to extend the helix, but this lead was implanted and remains in use. No patient complications have been reported as a result of this event.